Event description:
The spouse of a home a pt reported dry minicaps. Per the spouse, the sponges were light brown in color. The spouse noted there was no pt injury or medical intervention associated with these incidents.